Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was stuck around a patient (door closed). There was no patient involvement. Additional information received and stating that "the surgery was a spinal surgery. The patient was laying on the bed already it is uncertain the amount of time the surgery was delayed" additional information received and stating that " this was a lumbar spine laminectomy. The patient was positioned prone. There no significant delay. The imaging system was stuck around the patient for about 5-10 minutes before they were able to open the imaging system again using the pendant. " additional information was received. It was reported that there was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: -, ubd: , UDI#: h3) the manufacturer representative (rep) went to the site to test the imaging system. They tested all pendant buttons. Tested system open/close. System successfully opening and closing. Performed system checkout. System was fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.